Event description:
Right ventricular pacing lead and atrial pacing lead impedance measurements were greater than 3000. The device was explanted in (B)(6). This event is related to 2183787-2023-00072.

Manufacturer narrative:
UDI related data quality updates only: h2: correction marked. D1: brand name updated to match gudid database entry.